Manufacturer narrative:
The investigation confirmed that non-repeatable falsely elevated vitros trop I es results were obtained from two different patient samples and a quality control fluid processed on the vitros 5600 system. The investigation determined the most likely cause of the non-repeatable falsely elevated results predicted from patient 1 and the quality control fluid was instrument related. Vitros tropi es precision testing was performed which demonstrated the vitros 5600 system was not performing optimally. An ocd field engineer performed service actions to optimize the system¿s performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation was unable to determine a definitive assignable cause of the non-repeatable, falsely elevated vitros trop I es result predicted from patient 2. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the non-repeatable, falsely elevated vitros tropi es result predicted from patient 2. Additionally, the investigation confirmed that the samples involved from patient 1 and patient 2 had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the events could not be determined.

Event description:
The customer observed non-repeatable, falsely elevated vitros tropi es results from two different patient samples and a quality control sample processed on a vitros 5600 system. Patient 1: vitros tropi es result = 0.663 ng/ml vs. 0.003 ng/ml. Quality control sample: vitros tropi es = 0.274 ng/ml vs. 0.023 ng/ml. Patient 2: vitros tropi es result = 0.216 ng/ml vs. 0.012 ng/ml. The higher than expected vitros tropi es results predicted from patient 1 and patient 2 were not reported from the laboratory as laboratory protocol requires samples with critical values to be repeated prior to reporting. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number two of two MDR¿s for this event. (B)(4).